Event description:
A customer observed a false negative result on a pt sample. The result was not released to the physician. A false negative result may lead to inappropriate physician action. There was no report of pt harm as a result of this event. Note: three MDR 3500a forms are being submitted as three devices were involved in the event.

Manufacturer narrative:
Investigation into this event found that the result was atypically elevated (supernegative). No issue with instrument performance is suspected. Though the root cause is not definitively known, dilution of the initially negative sample produced positive results, supporting the presence of an unk interferent.